Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner identified the damages on the scallops. Damages were observed in the form of scratches on the inside diameter. These damages were likely caused during an attempt to impact the liner with the shell. The liner was inspected during manufacturing and was conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty that the liner did not seat properly. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.